Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2007. It was reported that the pt had always encountered difficulty charging her system. The pt had undergone a procedure to decrease the implant depth of her ipg but this did not alleviate the reported charging issues. On (B)(6) 2008, the pt reported that the charger would no longer communicate with the ipg. Attempts to communicate using the three add'l chargers were made without success. The physician explanted and replaced the ipg on (B)(6) 2008. The explanted ipg was returned to ans for eval. F/u on the pt found no further issues reported.